Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from multiple sources (manufacturer representative, healthcare provider, foreign) on (B)(6) 2022 regarding a patient with an implantable pump. It was reported that two weeks ago the healthcare provider was with the patient for a pump refill. The pump logs showed no peculiarities. The pump was described as approximately 6 years old. As of the morning of (B)(6) 2022, the patient still had symptoms of spasticity despite a high dose rate of over 900 mcg. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2022 . Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2022. It was reported that for more than a year, the patient continued to have increased spasticity for several hours a night and in the morning during "care moments". The patient had several increases in medication with variable results. The date (B)(6) 2021 is considered an approximate onset/date of event (specific year known only). The patient reportedly responded to changes in temperature so the hcp wanted to exclude physical triggers that before doing a side port examination. The patient's pump logs were read and there were no pump motor problems. The pump was still implanted and working. No further actions were taken or planned, though another doctor's visit was planned. The event was not considered resolved at the time of the event. Additional information was received via from a foreign healthcare provider via a company representative on (B)(6) 2023. The logs were checked and there were no abnormalities. The pump was replaced three months earlier than they would normally do. The pump was replaced on (B)(6) 2023 and the catheter remains in situ (only the pump was replaced). It was indicated that there were no issues with the catheter. There were no known factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2023. The patient was without injury regarding their status on (B)(6) 2023. The pump administered compounded baclofen with concentration 4000 mcg/ml at a dose rate of 974.6 mcg/day. The pump was to be returned to the manufacturer. The patient¿s gender, medical history, age, and weight at the time of the event was unknown or would not be made available. ***information omitted from mpxr 1041035 regarding acoustically different sound; refer instead to 705080204 regarding communicator¿s audio sound signal sounded a bit hoarse / seibel 1011241949410000; there is no new information for 705080204***

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.